Event description:
The following has been reported: biomed reported: pump has been submitted to biomed for "misloading" errors six times. Each time we have cleaned it, tested it, and returned it to service, but sometimes it won't even go a day before it is back in the shop. A preliminary review identified the following issue: mechanical hardware failure (av assembly). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an av assembly failure. The device was powered on and a mock infusion was attempted. A ' pump problem' alerted immediately. The device was opened for internal inspection. No damage was found. The active valve flex cable was reseated, the device was able to pass multiple mock infusions without any issues.